Manufacturer narrative:
Evaluation: we are anticipating the return of the sample used in this event. Review of the instructions for use show intended for bedside assessment use. Review of 510k shows not intended to be an in-line circuit connector. A review of the complaints reveals this to be the first report on this device lot number. Lot size was 1536 units and there is no remaining inventory of this lot. Upon receipt of the sample, and the completed device investigation, a follow-up report will be submitted.